Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an (B)(6) female child patient's infusion set's tubing got detached at the connector while they were in process of changing the infusion set. Therefore, the blood glucose level of the patient was 204 mg/dl at the time of this event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.